Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide moved forward and the cannula deployed upon activation. However, upon removal of the pod, the cannula was not visible, indicating a needle mechanism failure of cannula retraction. The pod was worn between 25 and 36 hours on the back. The patient's blood glucose level rose to 19 mmol/l (342 mg/dl). In addition, the pod generated a pod shut down alarm. Medical assistance was not required.